Manufacturer narrative:
G5:510(k)#: k102985 b4:(B)(6)2021 the device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported. An authorized service personnel (asp) was dispatched to the customer site and it was determined that the gas delivery system (gds) needed to be replaced to return the device to working condition. The asp replaced the gds to resolve the reported issue. The device passed performance verification testing. Following the repair, the device was placed back into service.

Event description:
It was reported to philips that the device had repeated inhalation of carbon dioxide. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported.